Manufacturer narrative:
(B)(4).

Event description:
It was reported that three months after implant, impedances were measured to be greater than 40,000 ohms for all electrode combinations with electrode two. The implantable neurostimulator (ins) was programmed to c+, 2-. No problems were detected after implant. The patient¿s healthcare professional considered that a possible cause of the event was a strong impact on the ins and the lead may have been fractured after a certain period of time. No symptoms, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.